Manufacturer narrative:
(B)(4). Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011. [Pt] received the filter at (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: igtcfs-65-1-uni-celect. Expiration date: unknown as lot# is unknown. Summary of investigational findings: a review of the imaging provided demonstrated ivc perforation by all the filter legs; the posterior primary filter leg perforated the ivc within 11 days of implantation and the left primary filter leg possible perforates the aorta. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Lot# and rpn are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism via placement in the vena cava. Cook medical will continue to monitor for similar events

Event description:
A celect ivc filter was placed in the patient in 2011. Everything went well at the time of the placement. In follow up CT scans the patient had in 2012 and 2013, there was an incidental finding that one of the celect primary filter legs appears to be adjacent in the aorta. According to the physician the patient is asymptomatic. Description according to short form complaint: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011. [Pt] received the filter at (B)(6) medical center, (B)(6)". Additional information received on 08may2016: filter retrieval on (B)(6) 2013. "Ivc filter perforated the inferior vena cava and aorta, and one of the ivc filter struts is in the aorta." Ultrasound-guided line placement, for accessing right common femoral vein, venogram, intravascular retrieval of foreign body from ivc, ultrasound-guided line placement, for accessing right common femoral artery, moderation sedation and angiogram abdominal aorta. Records from this procedure note that the risk of breakage or fragmentation of the ivc filter leading to embolize to the lungs or arterial tree was discussed with the patient. The physician also "discussed that removal of the filter after 18 months is beyond the standard recommendation by the manufacturer and that we were entering unknown territory. All questions were answered prior to signature of the informed consent". The ivc was patent. No clot in the ivc or ivc filter. The filter had penetrated the cava and one of the struts was in the aorta. Very mild narrowing of the immediate infrarenal cava. Abdominal aortic angiogram was normal. No aortic aneurysm or leak. The filter was removed in its entirety and inspected for complete removal. Patient outcome: patient is asymptomatic. Additional information received on 08may2016: [pt] alleges migration, vena cava perforation and organ perforation of aorta. Has applied for disability, due to being unable to breathe or walk.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to adverse event and product problem. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect, organ and vc perforation, migration, chest pain, dyspnea, cough, mobility issues". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Cook inc./ william cook europe is not assuming responsibility for patient death as it is unclear the reason for death. (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 03/14/2016 as follows: plaintiff allegedly received an implant on (B)(6)2011 via the right internal jugular vein due to dvt, pe, bleeding. Plaintiff is alleging organ perforation, vena cava perforation, migration, chest pain, dyspnea, cough, mobility issues. Plaintiff alleges attempted retrieval on (B)(6) 2013 with successful retrieval on (B)(6) 2013.